Event description:
It was reported that the patient presented to the emergency department with transient ischemic attack (tia) like symptoms. Log files were sent for review. The event log file contained a few pulsatility index (pi) events as well as routine power source changes. The log file also contained loss of external power event which appeared to have been a result of a simultaneous controller lead disconnect from power on (B)(6) 2024. The controller did switch appropriately to the backup battery (ebb) when external power was lost, and the alarms resolved once external power was restored. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed no notable events or alarms related to the pump. The pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6) with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU)and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related), as an adverse event that may be associated with the use of hm 3 lvas. Additionally, section 6, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.